Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was being taken to the gastrointestinal (gi) unit for a gi bleed which was confirmed with esophagogastroduodenoscopy (egd). To treat the bleed, polyp was clipped and the international normalized ratio and acetylsalicylic acid were altered. The patient was discharged with serial hemoglobin as they were not a candidate for further workup secondary to dementia, frailty, and age. It is unclear if the bleeding resolved and the plan of care was weekly complete blood count (cbc) to be done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.